Event description:
Device has been explanted.

Manufacturer narrative:
Information previously submitted in mw 2678261, mrn 9617229-2022-20246 on 7/dec/2022.

Event description:
Physician reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.